Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When I arrived at hospital this morning sterile processing dept had set aside this broken instruments for me. The hip end effector has cracks around the degree slots, the mics adapter cap is cracked, and the offset reamer handle is missing screws. Case type / application: no associated procedure

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: the product was not evaluated as the product was unavailable for inspection. If additional information is received, then the complaint will be reopened. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When I arrived at hospital this morning sterile processing dept had set aside this broken instruments for me. The hip end effector has cracks around the degree slots, the mics adapter cap is cracked, and the offset reamer handle is missing screws. Case type / application: no associated procedure.